Event description:
It was reported by service report that the left headend siderail would not lock into place. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.